Manufacturer narrative:
The reported issue that the device dim segment on the led display is being replaced because it had a dim segment was not confirmed on the returned display board assembly. Testing: the boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned one lvp display board assembly had no dim segments. The root cause of the customer¿s report that the device dim segment on the led display is being replaced because it had a dim segment was not identified. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 13sep2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 11nov2020 and indicated that this device has been previously returned (twice) for service for repair to an issue not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board was returned for investigation.

Event description:
It was reported that the device dim segment on the led display is being replaced because it had a dim segment.

Manufacturer narrative:
Revised h6 result and conclusion codes-the reported failure was not confirmed.

Event description:
It was reported that the device dim segment on the led display is being replaced because it had a dim segment.